Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and a nalyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead,13 episodes with v-v intervals <(><<)> 220 ms between (B)(6) 2016. The criteria for the right ventricular lead integrity alert were met,lead failure triggered on (B)(6) 2016 for non-sustained tachycardia and ventricular- sensing integrity counter (sic). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,right ventricular pace impedance steady at approximately 1041.83 ohms through (B)(6) 2016, spikes out of range on (B)(6)2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter),343 ventricular- sensing integrity counter (sic) since last session 3.2 days ago.

Event description:
It was reported that the patient felt dizziness. The patient's right ventricular (rv) lead had a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.